Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed there was a recharge antenna failure, the poor recharge quality error was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt said they were having a lot of trouble with battery (patient services (ps) understood the controller battery). The pt had to reset the controller at least once a week because they were told to do so because when trying to recharge the implantable neurostimulator (ins), they could not get it to click on for it goes around and around with little circles keep trying to find the device; resetting the controller would work. Pt really had trouble to charge with the recharger (rtm) for they get try again and could not find the device. Today when trying to recharge the ins they could not get it to work at all for they get battery empty something about the controller even though the charge on the controller was at 90%. During call when examining the controller charging port, they noticed two of the pins on the right side was closer than the other for they looked closer to the upper side then bottom; they noted the pins were damaged. When examining the rtm there was no damage. A replacement controller was requested. Additional information was received from the patient. Pt called back because they still have not received their replacement sent on thursday. Agent reviewed tracking information. Pt called again and said they got the replacement controller, but that didn't resolve the issue. Pt said the rtm still wasn't finding the device and the rtm was getting warm as well, so their rep told pt to call ps for replacement. Pss sent replacement rtm request to repair.